Manufacturer narrative:
Result: calf support.

Event description:
It was reported by service report that the bed had issues with the calf supports, the head end cover, and the electronics cover were damaged. There was a potential for fluid ingress. No pt involvement or adverse consequences are reported.